Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose levels reaching 392 mg/dl. And dehydration. It was stated that the omnipod personal diabetes manager (pdm) screen froze and no buttons would move, displaying a "select boot mode" message. At the hospital, the patient was treated with IV (intravenous) fluids, insulin, ran blood work and was prescribed manual insulin injections.